Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2021. Blood glucose level at the time of the incident was unknown. Customer stated an ambulance was called for them. Auto mode feature information was unknown. Customer declined to provide additional details. The insulin pump will not be returned for analysis.